Manufacturer narrative:
Concomitant products: product ID 3391-28, lot # 0207250138, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the healthcare professional (hcp) noticed that a lead had a difference in length in comparison to different model of lead. The two different models should have had the same length. The difference was about 1 cm. The hcp was obliged to modify the parameters of the drive system in order to obtain a good positioning of the leads. The leads were correctly positioned after adaptation of the drive system but the unexpected difference was a source of ¿disturbance during the intervention.¿ the issue was resolved. Refer to manufacturer report # 6000153-2013-00237.